Event description:
As reported, during a laparoscopic inguinal hernia repair procedure, the fasteners of sorbafix enhanced fixation device did not fixate the mesh in the soft tissue, and they were defective. It was also reported that adequate counter pressure was applied whereas the "wiretaps" were locked from the beginning therefore the procedure was completed using sutures. There was no patient harm.

Manufacturer narrative:
As reported, the sorbafix enhanced device fasteners did not fixate the mesh. The subject device has been discarded. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.